Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: the original packed trocar set was provided uncontaminated. The packaging of the disposable trocar set is damaged. Investigation : investigation was carried out visually. Laterally, one hole, approximately 6 mm x 3 mm, and several smaller holes can be found. Most likely caused during an improper thermo-forming process of the blister packaging. The complained product has been forwarded to the q-coordinator of the production plant for further investigation. Batch history review : the device quality and manufacturing history records have been checked for all available lot numbers and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause : based on the information available as well as a result of our investigation the root cause of the failure is most probably related to a manufacturing or material error. Rationale : refer to investigation. A psc will be initiated.

Event description:
It was reported that there was an issue with the packaging. During an unspecified procedure, a hole was noted in the sterile packaging. The device within, the disposable trocar, was not used. This was found prior to patient contact. Additional information was not available.